Event description:
It was reported that the patient had a pump refill on (B) (6) 2004. Per the reporter, the patient was overdosed; narcan was administered. The patient went into a coma and died on that date. The reporter indicated that the hcp had "used the wrong refill kit" which caused the overdose and subsequent death.

Manufacturer narrative:
(B) (4).